Event description:
It was reported that the device reached elective replacement indicator earlier than expected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4), the device was returned and analyzed. Device did not meet 99.9% expected longevity, cause unknown. The device did not meet expected longevity. Analysis of the device and internal components were as expected for a pacemaker at elective replacement indicator (eri). Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.